Event description:
It was reported that the pt was implanted a zimmer mmc cup 54mm/46mm code l on the left side on (B)(6) 2010. Revision surgery is scheduled for (B)(6) 2013 due to acetabular implant loosening.

Manufacturer narrative:
The manufacturer did not received devices or x-rays for review. Other source documents (surgical report) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, as amended medical device report will be submitted. A tight monitoring is ongoing for revisions with united states durom cups where the initial implant date occurred after the relaunch of the united stated durom cup. The distribution of this product was ceased meanwhile due to business reasons. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).